Event description:
A urolume stent was implanted between 7 and 8 yrs ago. Patient complained of pain and tenderness over the stent, frequency, urgency and difficulty urinating. Patient had a retrograde urethrogram and cystoscopy that showed hypertrophic epithelium inside the stent and a chronic abscess cavity around the proximal end of the stent. There was extravasation of contrast media at the proximal border of the stent. In 1998, the stent was excised, plus another centimeter proximally to get rid of the chronic abscess cavity and connection.